Event description:
It was reported from the anesthesia recovery room, that the device's connector at the pt end of the device's flex tube became disconnected. Triggering a ventilator alarm. No pt sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.